Event description:
I had a nester coil placed in 2005. I've had lots of pain throughout the years but the major pain and autoimmune issues started in 2014 and got super bad in 2021. I am in daily pain. Stomach, joint, pain of a neuropathy nature through my body. My muscles hurt constantly. I can't stand up straight and feel like a 90 year old woman. The daily pain I'm in is debilitating. I have also experienced terrible side effect like brain fog, hair loss, low energy, dental issues and so much more.